Event description:
Pt reported that the ss meter to lab comparison was 360 mg/dl (ss) and 242 mg/dl (lab), respectively (48% difference). Tests were done within 10 minutes. No symptoms were reported. Control solution test result (103) was in range. Lfs rep discovered that the meter test strip holder is not cleaned properly. Proper testing and cleaning procedures were reviewed. The meter was replaced. There was no allegation of harm.